Event description:
It was reported that the user experienced frequent hypoglycemia reported at 52 mg/dl while using the ilet despite trainer-led target adjustments, required frequent oral glucose intake to counter insulin delivery, and elected to discontinue therapy and pursue an alternative pump. Troubleshooting and education were completed with the user and healthcare provider. Investigation included review of use conditions and user-reported performance. Investigation of this case revealed no device alarms or confirmed malfunction, and the cause of hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.